Event description:
It was reported that erosion of the leads was noted at time of device generator change. The right atrial lead is reported to have possible insulation damage. The right ventricular lead is reported to be fractured at the tricuspid valve area, and have intermittent capture. It was further reported that the leads appear to touch during systole when viewed under fluoroscopy. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), and there was a white substance and cosmetic depression of the outer insulation. (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed), and there was a white substance and cosmetic depression of the outer insulation.